Event description:
Pt alleged that when he pulled on the siderail, the siderail latch released without using the release handle. No injury reported with this issue.

Manufacturer narrative:
The hill-rom field investigation reported the siderail latch assembly was contaminated with fluid. The hill-rom tech cleaned the siderail latch area and the unit operated as designed.